Event description:
A physician reported that vitrectomy cutter did not cut the vitreous during cataract/vitrectomy combination surgery. When the cutter was removed from the patient's eye, it appeared to be actuating, so the vitreous of the patient was attempted to be removed but again could not cut. The condition of aspiration and actuation was unknown. The surgery was completed after a new replacement was used. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The actuation and cut tests were unable to be performed as the inner cutter was observed to be broken at the port the probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at two locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. During testing the inner cutter was observed to be broken at the port. The actuation and cut tests were unable to be performed due to the broken inner cutter. The root cause for the broken inner cutter, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as the reported cut failure could not be confirmed and it appears that the observed broken inner cutter was due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).